Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for collagen exposure above the skin. The likely cause was determined to have been use of the device on a thin patient resulting in collagen exposure above the skin. An effort to address the issue resulted in breakage of the components and the resulting complication. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported the angio-seal device involved was used for hemostasis of the retrograde puncture site in the common femoral artery (cfa) in a permanent pacemaker implantation (ppi) case. The collagen was exposed due to the patient being thin and had little subcutaneous tissue. Forceps and an introducer sheath for a 0.014 guidewire were used to push the exposed collagen into the skin. After repeated pushing manipulations, as the suture broke and bleeding occurred, manual compression was applied for 0.5 fours to achieve hemostasis. The collagen on the body surface was retrieved as the suture broke; however, the status of the anchor was unknown. After confirmation of hemostasis with manual compression, the patient was returned to the room. No additional treatment or examination was performed, and the procedure was completed. An echo to confirm the anchor position was requested. The patient was currently under observation; however, the patient was in stable condition. The user was hesitant to use the device due to the patient being thin; however, deemed it to be usable. The patient had less subcutaneous tissue than expected and due to the patient's advanced age, the tissue was hardened, and the collagen could not be pushed into the skin. It was believed that there was a defect in the device. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 5 french. The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel's diameter was 7 mm. The estimated blood loss was less than 250cc's. The patient received clopidogrel and heparin. The patient had peripheral vascular disease. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. The event occurred intra-operative. No equipment or other devices were used with the involved product.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.